Event description:
It was reported that the right ventricular lead exhibited loss of capture at 7.5 v, 1.5 ms in the unipolar and bipolar configurations. Sensing decreased from 3 - 4 mv to 1.6 mv and impedance from 327 ohms to 227 ohms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.